Event description:
Clinicians were attempting to defibrillate a patient (age and gender unknown) but the device automatically selected another energy setting and dumped the charged energy. The clinicians had charged the device to 200 joules to administer a first shock to patient however, before the clinician could press the 'shock' button on the device, the energy level automatically changed from 200 joules to 150 joules and the charged energy internally dumped. This event occurred a second time in a similar fashion, however, the clinicans were ultimately able to administer a shock to the patient. The patient subsequently expired. Subsequent to the incident, the clinicians attempted to duplicate the malfunction but when energy was charged, and the device was left in a static state. The device maintained its charge until the sixty-second system timeout period had elapsed and then the energy was internally dumped.